Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.

Event description:
It is reported that a revision surgery occurred due to a possible dissociation/separation of the poly from the tibial tray, possibly due to locking screw loosening.